Manufacturer narrative:
The device has not been returned for evaluation. No medical expert has made a claim that the implant is the cause. No medical expert has made a claim of malfunction. No other complaints on file for this item.

Event description:
Reportedly a patient has experienced multiple adverse side effects since surgery. The side effects are unusual and constant.